Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to metallosis by periprosthetic femoral neck fracture, loosening, pseudotumour and elevated metal ion levels.

Event description:
It was reported that right hip revision surgery was performed due to metallosis by loosening, pseudotumour and elevated metal ion levels.